Event description:
It was reported that device may have been exposed to magnets during pt's breast expander surgery causing the device to go into the magnet rate. Resolved by reprogramming. The device will be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.